Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: one side would flush completely normally, the other side wouldn t budge at all.

Event description:
It was reported that at least one bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: one side would flush completely normally, the other side wouldn¿t budge at all.

Manufacturer narrative:
H6: investigation summary a 20019e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21105405. Further information provided by the customer indicates that occlusion was observed at one of the two of the smartsites upon connection to an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105405 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA 1998036 has been initiated.